Manufacturer narrative:
The received device had the cannula assembly deployed. Cracks were observed on the top housing, although these cracks did not affect the function of the device. The exposed portion of the soft cannula was found stretched out, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle or leakage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 421 mg/dl while wearing the pod between 1 and 4 hours on the leg. Patient's mother stated the patient had trace ketones as well. As treatment, a new pod was applied and a bolus was delivered; this reportedly brought down bg levels.